Manufacturer narrative:
The involved device was not returned to the manufacturing facility for evaluation and the product code is unknown. Therefore, the investigation was based upon the evaluation of the user facility information, and evaluation of retention samples from product code sg3+2051 with the reported lot number (141024c). A visual and sensory inspection of the retention samples revealed no anomalies or defects. Functional testing confirmed to meet manufacturing specification. Luer taper of the retention samples was confirmed to meet specification. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
A company representative reported a complaint for risperdal consta. The representative stated the reporting nurse mentioned another nurse administered the risperdal consta 50mg injection to a patient and experienced an accidental needle stick at an unknown location of the body. The representative said the needle stick occurred after administration to the patient. The actual patient had no missed doses. The representative added the reporter thought the new kit of risperdal consta is "flimsy" compared to the older version and does not like it.